Manufacturer narrative:
Insulin pump act button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported, the esc button on the insulin pump was not working. The device was stuck on the low reservoir screen. Customer's blood glucose was 558 mg/dl, treated with insulin pen and was drinking water. Blood glucose lowered to 323 mg/dl. Customer's father does not recall any significant event that may have caused the keypad issue. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.